Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage on the insulin pump. Customer stated that he fell on some ice and broke the pump. Customer stated that there is a blob on the screen and he is unable to read it. Customer's blood glucose reading was 131 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test due to lcd damage. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.